Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd micro-fine¿ plus pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter: the patient reported that after attaching a pen needle to the pen the drug solution did not come out.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that 1 bd micro-fine¿ plus pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the patient reported that after attaching a pen needle to the pen the drug solution did not come out.